Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on an eye of a female patient because she could not tolerate the lens visually. It was unknown if an incision enlargement was conducted but it is known that a vitrectomy was not performed. The lens was replaced with a monofocal zcb00 24.0 diopter lens. There were no patient injuries post-op. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows that the lens is within power specification. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.